Manufacturer narrative:
This s-ICD system was kept by the hospital for analysis and is not expected to be returned back to boston scientific at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks for oversensing of myopotentials. It was noted that this patient had received inappropriate shocks in the past as well due to their amplitude being too small. The patient came back in for product testing and noise was able to be reproduced. At this time the electrode has been turned off and remains in service. No adverse patient effects were reported. It was later reported that this s-ICD system had been reprogrammed back on and had delivered additional inappropriate shocks to the patient. Surgical intervention was performed and the system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted cuts in the terminal insulation and electrocautery damage which was induced from the explant procedure. The lead passed continuity and hipot testing which confirmed the electrical and inner insulation integrity. Analysis was unable to confirm the allegation made against the electrode in the field.

Event description:
Boston scientific received information that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks for oversensing of myopotentials. It was noted that this patient had received inappropriate shocks in the past as well due to their amplitude being too small. The patient came back in for product testing and noise was able to be reproduced. At this time the electrode has been turned off and remains in service. No adverse patient effects were reported. It was later reported that this s-ICD system had been reprogrammed back on and had delivered additional inappropriate shocks to the patient. Surgical intervention was performed and the system was explanted and replaced. No additional adverse patient effects were reported. This s-ICD system was kept by the hospital for analysis and is not expected to be returned back to boston scientific at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.